Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2017. Product event summary : initially the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the patient had twiddler's syndrome and dislodged the right ventricular lead which caused inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.